Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that while placing a three french single lumen midline, the dilator sheath broke off into the patient vasculature during peeling of the sheath. It was reported that no increased force was used and the peel away portion separated from the handle while the product was being used in the usual manner. The sheath was lost in the patient and the debris was recovered. No further information provided.